Event description:
It was reported that the pt had a problem with his neurostimulator. The pt reported that his stimulation was turning off unexpectedly. The pt stated that "one side was off for quite some time" and he "was not aware of it." The pt noted that he carried his cell phone in his shirt pocket near the implanted neurostimulator. It was recommended that the pt monitor his device status and keep a diary of its functionality. A f/u report will be sent if add'l info becomes available. See also MFR's report #3004209178201007535.

Manufacturer narrative:
(B)(4).